Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during surgery, twenty-five ophthalmic knives were found to be blunt from two different product. The surgery was completed by using new knife. The patient impact have not been provided. The reporter declined to provide any additional information. This is the second report of two product reported from the same facility. This report corresponding to two of two separate events reported on different dates from the facility.